Event description:
It was reported when performing the puncture, a guide wire was introduced, which at a certain point no longer advanced into the patient's mesh, when the guide wire was removed, it got tangled in the puncture needle and there was stretching of the guide wire tip due to this place where it was tangled up. Due to this change in the wire, it did not progress in the next puncture, being necessary to open another PICC to use a guide wire.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0050 showed no other similar product complaint(s) from this lot number.